Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board and interface board were replaced to address the issue. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's power management board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board and interface board were replaced to address the issue. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's power management board was replaced to address the issue. Further investigation and testing of the suspected defective parts were performed at the product investigation laboratory. The product investigation laboratory is unable to confirm the device's power management board was faulty from complaint during bench testing. The power management board was bench tested and it appeared to work as designed. During the automated testing the power management board passed all testing without issue.